Event description:
The customer reported that a pt expired while being monitored on the panorama central station with ambulatory telepack, and the system did not alarm.

Manufacturer narrative:
A company representative visited the facility and retrieved all available system reports and event logs. Event logs confirmed that the system did alarm at the time the pt expired. The system was tested to factory specifications and confirmed as performing within established specifications.